Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient lost therapy on (B)(6) 2016 and was having low blood sugar, bloating, nausea, diarrhea, and cramps in their stomach. The patient mentioned they had been a diabetic for over 50 years. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The patient called their health care provider (hcp) and they wouldn't be back until (B)(6) 2016. The patient didn't have the manufacturer representative's name and number and was told to go to the emergency room (ER) if needed. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient had no idea what led to the loss of therapy and it was diabetes. The step taken to resolve the loss of therapy was that the patient consulted with the manufacturer, endocrinologist, gastroenterologist, and surgeon. The loss of therapy had sort of been resolved as it had been reduced by 50 percent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.